Manufacturer narrative:
The field service engineer checked the wash station and probe; everything was ok. A ground wire was not positioned correctly. Precision studies and controls were ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas pro c 503 analyzer. The sample initially resulted with a creatinine value of 109 umol/l and this value was reported outside of the laboratory. The physician asked for a repeat of the sample. The sample was repeated on the same analyzer, resulting with a value of 42.6 umol/l. The sample was also repeated on a second analyzer, resulting with a value of 41 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.